Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported the patient applied a new pod near a previous pod site on the arm and had to immediately removed the pod due to the pain, burning sensation, redness and swelling. Patient applied a new pod on the opposite arm and went to the emergency room located at (B)(6) hospital. The patient was diagnosed with cellulitis and treated with IV antibiotic. The patient was discharged after 6-7 hours. A nurse visited the patient's home once a day for 1 week to deliver intravenous therapy. Patient was prescribed an oral antibiotic (1 tablet per day for 2 weeks) and then cephalexin antibiotic (1 tablet once per day for 1 week). The pod was discarded.